Event description:
It was reported that a pump alarmed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 105 caused by a failed input/output printed circuit board. As a result, the input/output printed circuit board was replaced.